Event description:
It was reported a patient underwent a left hip revision surgery due to metallosis and elevated ions. It was noted that the cup and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02042. The device will not be returned for analysis as the product location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device location unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Component code: mechanical (g04) - head. Visual examination of the provided pictures identified no implant damage can been seen as the implants are covered in bio-debris. Review of the device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. However, no additional information could be obtained due to the poor quality of the images. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.